Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, serial number label faded, missing retainer, reservoir tube o-ring missing, scratched case, pillowing keypad overlay, and minor scratched lcd window. Analysis was unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 187 mg/dl. The customer state the insulin pump had a crack in the case. The crack is seen on the clear ring on the reservoir. The customer is unaware of how the damage happened. The insulin pump will be returned for analysis.